Manufacturer narrative:
No report of injury to patient or user. Have requested further details about the event. Olympus keymed have requested that the power cable is returned for further investigation. Reported in the abundance of caution.

Event description:
User turned on the clv - 290 before inspection, a spark came out from the wall outlet on the facility. The circuit breaker at the facility did not trip. Before inspection, no health injury occurred.

Manufacturer narrative:
Olympus keymed investigation has been completed. Investigator found the event was caused by user misuse. Sparking was caused by mechanical stressing of the pins of the mains plug. This can be attributed to - moving the workstation whilst plugged in and/or running over the plug with the workstation, and/ or staff treading/tripping on the mains lead. There has been no report of injury to patient or user. Reported in an abundance of caution. This will be the final follow up report, however if any new information is provided the case will be reopened.